Event description:
Per the patient's surgeon, the device was explanted on (B)(6), 2014, due to extrusion of the internal device. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 23rd, 2015.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.